Manufacturer narrative:
Device issue with inomax dsir# (B)(6) (complaint (B)(4)). Device investigation was completed on 21-oct-2014.

Event description:
Display - backlight failure (device issue). No adverse event (no adverse event). Case description: this initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in (B)(6) who called ikaria regarding a device issue with inomax dsir# (B)(6). The device was on a patient when the screen went blank. The green power light indicator was functioning. They tried re-booting with no success. The unit switched out with no harm to the patient. Inomax dsir #(B)(6) was removed from service and continued in additional info section.